Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to loose cap and damaged hub as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported the bd vacutainer® precisionglide¿ multiple sample needle experienced hub separates from the device and sleeve falls off. This loose hub event occurred 1000 times. This damaged hub event occurred 1000 times. The following information was provided by the initial reporter: translated to english. The customer stated there is "damaged hubs. Patient side needle caps are easily open when the phlebotomist twist needle caps to remove holder side cap. He found broken hubs."